Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During uka surgery, inserter trial was broken when it was being removing from the base plate after the cement was hardened. The broken fragment was able to be removed and the operation was finished.

Manufacturer narrative:
An event regarding crack/fracture involving a specialty instrument trial was reported. The event was confirmed. Conclusions: a review of the photo provided confirmed the event of crack/fracture. The trial was broken in 2 pieces. The root cause could not be determined as insufficient information was provided. No further investigation is possible at this time. If the device is returned and/or additional information becomes available to indicate further evaluation, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
During uka surgery, inserter trial was broken when it was being removing from the base plate after the cement was hardened. The broken fragment was able to be removed and the operation was finished.